Event description:
It was reported that during a stenting treatment procedure, there was "stretching of the distal balloon releasing." The lesion was located in the left anterior descending artery. While attempting to reposition the device, "there was stretching of the distal balloon releasing." The procedure was completed with another taxus liberte' stent. No patient complications were reported. Patient status is listed as stable. The patient was taking aspirin and clopidogrel before, during and post procedure. Additional information has been requested but is not available.

Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)